Event description:
Doctor reported he had concerns about post op ischemia on the patient's skin incision line. Ischemia resulted in a longer healing time for the patient. Patient information and medical/surgical intervention status currently unknown.

Manufacturer narrative:
Method: facility disposed of device. Device is not available for return and inspection. Eval code results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.